Event description:
On january 28, 2008, the customer reported an ipump that failed incoming inspection testing. The device failed the downstream occlusion pressure testing twice after being received from baxter. The facility's biomedical engineering technician (bmet) performed the incoming inspection testing using the product manual provided by baxter. The device was not used for pt therapy.

Manufacturer narrative:
Device evaluation: a funtional test was performed on the pump. The pump's pressure/down stream occlusion was 34.0 psi and 33.2 psi. These values are above the recommended range of 22 +/- 10 psi stated in the service manual. The reported condition was confirmed. The pump was sent to baxter's product analysis laboratory for further evaluation. A follow up report will be submitted should the results of the evaluation be received. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.